Event description:
It was reported that the patient received an in appropriate shock. It was noted that the shock occurred during an episode of atrial fibrillation with rapid ventricular response. It was also reported that the right ventricular (rv) lead had t-wave oversensing (twos). Additional information has been requested regarding possible intervention with the implantable cardioverter defibrillator (ICD) or the rv lead, however the information is not available. The ICD and the rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6949 implantable tachy lead 2005 (B)(6); 5076 implantable pacing lead 2002 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.